Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for thelibre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained an error message when scanning the adc freestyle libre sensor. On (B)(6) 2021, the customer experienced being "extremely tired" and was unable to treat themselves and was provided 23 mg/dl of insulin while at the retirement home. The customer was brought to the hospital where an additional dose of insulin was provided for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.